Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 450 mg/dl. The patient was vomiting and their ketones were positive. For treatment, the patient was given phenergan, zofran for nausea and a intravenous (IV) of unknown medicine. The pod was worn between 4 and 24 hours on the arm. This is the ER visit prior to the hospitalization on the same day. The patient was discharged for this visit at around 3 hours. The pod was discarded.